Event description:
The hospital reported that vasoviewhempro vh-3500 tip broke/bent. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "1069" to "1454". H6--health effect ¿ clinical code corrected from "4582" to "2687". H1--type of reportable event corrected from "malfunction" to "serious injury" the device was returned to the factory for evaluation on 08/19/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact jaws and the gray silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw closest to the tip of the hot jaw with no detachment at the tip of the hot jaw due to normal clinical use. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000006999). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failures "peeled; delaminated; jaw ¿ and "material twisted/ bent wire" were not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000351376 history record review was completed. Specific actions for the reported failure mode peeled; delaminated- jaw are being maintained and documented under maquet's corrective an d preventive action (CAPA) system. The lot # 3000351376 history record review was completed. There were four (04) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that vasoviewhempro vh-3500 silicone tip detached into patient as well as the cautery metal coil filament becoming partially detached; metal remained attached to device. The silicone piece was retrieved. The procedure was completed with a new device. There was a small procedure delay due to changing devices and troubleshooting. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,d4 lot#, exp date,g3,g6,h2,h4,h11.